Event description:
Device malfunction: device came out of artery. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deployment of the vessel locator wings, the device was held at a 45 degree angle and the sheath splitting was completed; however, the device came out of the artery before the clip could be deployed. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been rec'd.